Event description:
It was reported that the colonovideoscope had a communication error e315. The issue was found during a colonoscopy diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not displayed. Based on the results of the investigation, and since the e315 error was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the no image was damaged to the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.